Event description:
The customer reports that the device keeps failing opcheck and fails the pads test. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Philips field service engineer with the help of the response center evaluated the device and did not confirm the reported problem. All tests passed and the device was put back into service. As of (B)(6) 2012, there have been no further calls for this device.